Event description:
The lens container was opened, and it was noted that one of the haptics of an aq2010v model lens looked straighter than the other one. The surgeon did not want to use the lens and there was no patient contact. The model and lot number for the cartridge and injector are unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the product found one haptic stretched and deformed. A dimensional inspection was done on the lens using the aq2010v mylar, (per qcsop# 515 rev an, section 7.3.1.). One haptic was good and the other haptic was stretched and long. The optic was good.